Event description:
Orig surg: 1998. Per attorney, allegedly hip "cracked, split and broke while in the hip and had to be removed. Femoral head had worn its way into the superior aspect of the acetabular shell."